Event description:
The customer's mother called to report that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. The mother stated that the customer was loaned another insulin pump and his blood glucose levels were more stable on that insulin pump. Because of this, the mother wanted the insulin pump replaced and did not want to do any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.